Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, as for the failure of the endoscopic image, evaluation confirmed that the image was not displayed due to a failure of the video connector socket. Omsc presumed that this failure could have been attributed to strong impact applied to the scope connector. Based on the information that the same malfunction has occurred in the facility before and repairs have been carried out, strong impact could be applied due to attaching or detaching the video connector in an inappropriate manner. As for failure of the buttons on the front panel, evaluation confirmed that the buttons did not work due to damage to the front panel flat cable. Since damage to the front panel was also confirmed, omsc presumed that strong impact, such as dropping the device, led to damage to the front panel flat cable.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that as follows. The endoscopic image was not displayed due to the failure of the video connector socket (poor contact). The buttons on the front panel could not function due to failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that during the reprocessing the subject device had poor contact. The user replaced the subject device to another device and completed the procedure. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed and the buttons on the front panel could not function. There was no report of patient injury associated with the event.